Event description:
A surgeon reported that during a vitrectomy procedure, a system message displayed and the infusion and vacuum was disabled. The infusion line was clamped and a syringe filled with serum was used to maintain infusion until the system could be rebooted. A new cassette and pak were used. The case was completed without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).